Event description:
It was reported that the inserter tip broke during a rotator cuff procedure. The doctor punched prior, the anchor was almost fully inserted when the metal tip of the inserter broke off in the implant leaving the anchor proud. The metal piece of the inserter was removed. The proud part of the anchor was removed leaving the remaining part in the bone unsecured. Another hole was punched and an anchor was inserted next to the broken one to complete the case.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.